Event description:
It was reported that a freestyle libre 3 plus sensor initially failed to pair with the ilet, resulting in loss of glucose data to the ilet, and while on a support call the sensor reconnected. The user experienced elevated blood glucose and was instructed to perform a fingerstick for confirmation and management. Symptoms included hyperglycemia. Outcomes included no injury, no medical intervention beyond home self-management, and no hospitalization. Investigation included review of the user¿s account, device pairing behavior, and user education on troubleshooting and use of a backup fingerstick when continuous glucose monitor (cgm) data are unavailable. Investigation of this case revealed a transient communication or pairing interruption between the cgm and the ilet that resolved during the call, with no device damage reported. It was concluded that the event was related to temporary pairing failure of the cgm to the ilet with user-managed hyperglycemia, and that continued use with proper troubleshooting and backup fingerstick verification is appropriate.